Event description:
It was reported that the patient is experiencing deflation issues with his inflatable penile prosthesis (ipp) the physician suspects component dissection as both cylinders inflate but one cylinder will not completely deflate. The ipp stopped working. A patient outcome was not reported.